Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot numbers h10j19081, h10j11088, h10i04050 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the first of four reports associated with this event.

Event description:
During a call with baxter, a consumer reported that in (B)(6) 2011, the home patient (hp) experienced peritonitis and on (B)(6) 2011, died as a result. Baxter contacted the hp's peritoneal dialysis nurse (pdrn) who reported that the hp was hospitalized for an unreported diagnosis in (B)(6) 2011, then experienced peritonitis. Causality was not given, but the pdrn stated that it was not due to the dialysis products. A peritoneal effluent culture was obtained. Treatment was not reported. Reportedly, the hp previously experienced pulling during last drain and felt over drained, a feeling of being sucked dry. It was not reported whether an autopsy was performed. Dianeal therapies were ongoing until the time of death.